Event description:
During a coronary artery drug eluting stenting treatment procedure, there was balloon withdrawl difficulty. A 6 french medtronic ebu 3.5 guide catheter was used to cannulate the ostium of the left anterior descending (lad) coronary artery. The eccentric 60-70% lesion was located in the mid lad. The decision was made to randomize the patient to the "endeavor" study. (This was reported to be a randomized, blinded study; however, this was un-blinded for reporting of this complaint). A 2.0x9mm maverick balloon was advanced to the lesion and inflated to 6 atms. Then a 2.5x8 "endeavor study stent" was deployed at 14 atms. (This stent was determined to be a taxus express2 drug eluting stent). Subsequent angiography showed timi flow 3, no residual stenosis and no dissection at the lesion site. Upon withdrawal the stent balloon got stuck inside the stent. Multiple manipulations were done to remove the stent delivery system, which resulted in the guide catheter to be sucked in. Due to the significant manipulation a distal dissection was noted in the apical lad. A 1.5x12mm voyager balloon was used to angioplasty up to the apex. The pt experienced chest pain and was started on reopro and nitroglycerin infusions. Other medications received were angiomax and adenosine. The pt was prescribed plavix and aspirin following the procedure. The pt was transported to the ccu and reported as ok.